Event description:
It was reported that the pt underwent a gastric band procedure in '08. The pt was given ancef 2 gm IV pre-operatively. The skin was prepped with betadine gel. Marcaine 1/4% with epinephrine was injected for post-op incisional pain. The incision was closed with subcutaneous closure of 4-0 monocryl. Mastisol and steri-strips were placed over the incision. The 4x4 dressing and tegaderm dressing were used. Pt was discharged the same day. The pt was seen on an unk date in the emergency room (ER) at methodist speciality and transplant hosp for wound infection over the port site. The area was debrided in the ER by the ER physician. Pt was prescribed antibiotics and discharged home. There were no other pt complications reported. The pt had no known allergies.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.